Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly at 55-65% battery life and became unresponsive. The customer's blood glucose level was impacted 320 mg/dl with large ketones. The customer did not contact health care provider and stated to " know how to deal with ketones." The customer took a manual injection to stabilize blood glucose levels. It was indicated that the customer would use manual injections as alternate insulin therapy.